Event description:
Crew responded to a cardiac arrest call, defibrillation electrodes were attached to the pt. The device indicated connect electrodes and use of the device was inhibited. The electrodes were checked and the analyze key was pressed two more times with the same connect electrodes message. After several minutes the device indicated press the analyze and responded with a no shock advised message. The als provider arrived on scene and took over care of the pt, the defibrillation electrodes replaced. The pt did regain a pulse but died several days later. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's medical condition.